Event description:
It was reported that the patient had a return of symptoms. The pump was nearing elective replacement indicator (eri) (5 of 7 years), and the therapy appeared to be declining. The cause of the event was unknown at that time and it was not confirmed whether the cause of the event was the catheter or the pump. The pump system was being used to deliver morphine. It was additionally reported that the pump system was replaced, and the patient was doing well.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4). Analysis of the pump found no anomaly. Analysis of the catheter noted it was returned in two segments. The catheter passed all the required testing in the lab except that the anchor was damaged as received. It was noted the damage may have been caused during explant. No significant anomaly was found. Miscellaneous acceptable testing of the catheter was performed on the returned segments.